Event description:
It was reported that the patient complained of intermittent muscle twitching in the left pectoral region at least once a day. It was noted that the right ventricular (rv) lead exhibited noise, intermittent sensing and capture, and unstable thresholds. A possible break and damage to insulation was observed under fluoroscopy. The lead was capped and replaced. Also, the implantable pulse generator (ipg) experienced multiple power on resets (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.